Event description:
According to the available information the patient has had the implant about 6 months and has not experienced any issues in the past, but for two days the patient can only inflate the implant up to 70 -80%, after that the pump is hard, and he is not able to inflate it anymore.